Manufacturer narrative:
A visual inspection was performed on the returned guide wire. The reported break was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported break appear to be related to operational circumstances of the procedure. Based on the reported information and returned analysis, it is likely that during advancement through the guiding catheter the tip shape (shaping ribbon) became kinked causing the coils to stretch the appearance of a tip break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was to treat the right coronary artery with moderate calcification and moderate tortuosity. The balance middleweight (bmw) universal guide wire was removed from the dispenser hoop and prepared. The guide wire was advanced without resistance, but as it exited the guide catheter, it was noted on fluoroscopy that the guide wire was fractured at the tip. The guide wire was removed and another bmw guide wire was used to complete the procedure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.